Event description:
The facility reported a colleague infusion pump with an 814:04 error code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an 814.04 error code was confirmed and reproduced during product evaluation. The root cause was assigned to a faulty air in line printed circuit board. The pump head module was replaced in order to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required.